Manufacturer narrative:
Date rec¿d by MFR :05jun2019. Correction b5: touch screen fault. Confirm the reported issue of a screen failure. The fse was unable to calibrate as the screen was unresponsive. The touch screen was replaced to address the reported issue. After this repair, the device was found to be fully functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 09jul2019, date rec¿d by MFR :17jun2019. A touchscreen assembly was return for analysis. A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. During testing of touchscreen assembly, it was determined that the resistance (ul_lr and ur_ll) and resistance ratio (ul_lr/ ur_ll) were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26feb2019. The manufacturer¿s international service technician confirmed the reported issue. The device was restarted and checked. It was found that the ventilator alarm was due to the connection failure between the power management board and the motherboard. The main board does not recognize the power management, causing a buzzer alarm and power failure. The manufacturer¿s international service technician replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported the ventilator is connected to the (alternating current) ac power to turn on unit; however, the screen is black and continues to beep. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.